Event description:
Report from a pharmacist - was stuck on the finger with a needle that didn't have a shield on it (sealed bag). Needle was sticking through the bag when they removed a bag from the shelf carton. They believe it to be a clean needle.